Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The right atrial (ra) lead was found to have increased capture threshold. The ra lead was explanted and replaced. The patient was in stable condition.